Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018 with oversensing on the atrial lead. The oversensing led to high ventricular rate episodes and lead noise was suspected. The device was reprogrammed, and the patient was stable afterwards.